Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion code: cause of event was attributed to bias wear and pannus. Analysis: upon receipt at medtronic's quality lab, the valve appeared distorted; possibly occurring during implant. All leaflets were slightly stiff but flexible. Large tears and abrasions in the non-coronary and left cusps through the free margin and lunula appeared to be due to contact with bias wear along the outflow rail of the stent posts. The left right and right non-coronary commissures were intact. A slight tear along the free margin of the left cusp was noted in the non-coronary left commissure but appears to have occurred during explant. Remnants of glistening off-white pannus remained attached 1 to 1.5 mm on the flow of the non-coronary cusp, along the margin of attachment extending into the non-coronary left inferior captive area. Pannus remnants were noted on the outflow of the right cusp. An unk amount of pannus appears to have been removed on the inflow and outflow of the valve during explant. Radiography shows no evidence of mineralization in the valve and host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis determined that bias wear and pannus contributed to the clinical observation.

Event description:
Medtronic received info that this bioprosthetic valve, implanted two yrs, was explanted. It was reported that the pt was not symptomatic, however, an echocardiogram study showed a malfunction of the valve (not defined).